Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery the surgeon experienced an issue with the t-pal instruments. The device reportedly ¿froze¿ while being used. There is no further information at this time. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.